Manufacturer narrative:
Device evaluated by MFR: the device has not been received for analysis; therefore a failure analysis of the complaint device could not be completed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause was unable to be determined. (B)(4).

Event description:
Same case as 2134265-2014-02843 and 2134265-2014-02897. It was reported that automatic pullback failure occurred. During a percutaneous coronary intervention (pci), ivus was performed with an ilab ultrasound imaging system used in conjunction with an atlantis sr pro². The physician attempted to do the first pullback but failed. The procedure was completed with another of the same atlantis sr pro². No patient complication was reported and the patient's condition is good.